Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated the technician used the wrong cartridge and this was the cause of the lens becoming stuck.